Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not activate. Examination of the received device on a (B)(6) 2016 found the device can self-activate.

Manufacturer narrative:
(B)(4). One used ls1037 device was received for evaluation, and testing of the returned sample found that it would self-activate when shaken. This was found to be due to wear of the switch button, where excessive force or excessive use of the button caused it to become shorter than normal and closer to the activating switch. The root cause of this event is due to misuse by the end user. Review of the relevant device history records for this lot found no potentially contributing entries, and that it was released upon meeting all quality specifications. There is no trend associated with this issue and a corrective action is not indicated at this time.